Event description:
Customer reported that she was hospitalization with high blood glucose and dka. Unable to complete troubleshooting at the time of call to minimed, hence customer will call back at a later time to complete it.